Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had worsening right heart failure from the left ventricular assist device (lvad); it was noted that the patient did have right heart failure that existed pre-lvad implant. The patient had right heart failure symptoms of low flow alarms on heartmate 3. The patient had a right ventricular assist device (rvad) placed on (B)(6) 2024. The rvad resolved the problem but they could not wean. It was reported that the patient was still experiencing frequent low flow alarms on (B)(6) 2024. The patient was hemodynamically stable with flows between 2-2.5lpm. The cause of the low flow alarms was identified to be right heart failure and sensing the rvad; the patient was noted to have been asymptomatic. A low flow software update was requested for two system controllers and was done on (B)(6) 2024, and the low flow alarms resolved and subsided. Rehab was attempted and the patient was on the list for a heart transplant. The patient experienced fungemia on (B)(6) 2024 with candida dubliniensis. They developed hypotension and required pressors. On (B)(6) 2024, the patient had an alveoli hemorrhage which was confirmed with bronchoscopy; anticoagulation was held and packed red blood cells (prbc's) were given. The family decided to withdraw care and the patient passed away due to multisystem organ failure on (B)(6) 2024. The death was not considered device related and the device operated as intended.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative. According to the account, the low flow alarms were due to right heart failure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, fungemia, alveoli hemorrhage, multisystem organ failure, and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, infection (local, driveline or pump pocket infection), bleeding, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, section 6 (under ¿anticoagulation¿) provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Care instructions regarding infection prevention are provided in various sections of the IFU and patient handbook, as well as suggested responses in the event of infection. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.